Event description:
It was reported that the patient was referred for full revision. The patient reported that she is having more seizures and does not want to wait long for replacement. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient had full system replacement due to protrusion in the neck. The explanted devices were likely discarded per hospital policy. No further relevant information has been received to date.

Manufacturer narrative:
Health effect, clinical code: code e2402 utilized: proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in clinic notes that the patient will have lead replacement due to the lead feeling tight. The patient is also having an increase in seizures so they are expediting the surgery. It was noted that the patient's neck has decreased range of motion, she is experiencing neck shocks when turning head to the right, and there is visual shortening of the lead. Based on the available information all of the events (including the seizures) appear to be alleged against the lead since it was noted that only the lead will be replaced. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.